Event description:
Eight patient samples with elevated calcium results, which, when repeated, were in normal range. Data provided as follows, units of measure mg/dl: initial 11.7, repeat 8.7; initial 11.2, repeat 8.5; initial 13.5, repeat 10.4; initial 11.4, repeat 8.4; initial 12.3, repeat 9.3; initial 12.4, repeat 9.3; initial 12.2, repeat 9.3; initial 12.1, repeat 9.3. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.